Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. There is no known allegation from a health professional that suggests that infection was related to the system. The patient was stable before, during and after the procedure.